Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with redness and inflammation underneath sensor pod area only and swelling and a bump at the insertion site. On (B)(6) 2022, the patient saw a pediatrician who prescribed an oral antibiotic (cefadroxil 500mg). The patient had a follow up with his doctor and the skin reaction has improved. At the time of the report, the patient was feeling better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).